Manufacturer narrative:
Conclusion: device investigation shows micro-leaks at the housing braze joint. This leads to the conclusion that the device electronics failed over time after humidity ingress through these micro-leaks. The problems described in the patient report seem to match this finding. This is a final report.

Event description:
Several months prior to explantation the device functioning was inconsistent. The patient reported unwanted noises which fluctuate in loudness with movement of his jaw. The device has been explanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reported noises which fluctuate in loudness with movement of his jaw. The device has been explanted.